Event description:
The ventilator exhibited a vent inop error, while in use and alarmed. The customer reported that there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech inspected the device and duplicated the customer reported problem. The service tech replaced the power supply and the blower motor controller board to correct the problem and the unit passed per operating specifications.